Manufacturer narrative:
Date of explant is unknown.

Event description:
Additional information received stated that the patient underwent surgical intervention on an unknown date and had their sc s system explanted. No manufacturer reps were present.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). The fact that one lead had a contact with low impedance was also mistakenly omitted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10167. It was reported that the patient experienced ineffective stimulation. Surgical intervention may be pending to address this issue.